Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue slim implantable port and one cath-lock loaded to a catheter was received for evaluation and one photo was provided for review. Visual, gross visual, microscopic, dimensional, functional and tactile evaluations were performed. The port stem was noted to be fracture upon photo evaluation. A complete circumferential break was noted to the port stem and the edges of the break on the port stem were noted to be uneven. The proximal end of the catheter returned was cut and the port stem segment was removed from inside. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.   H10: d4 (expiry date: 04/2024), g3, h6 (device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to port device implant procedure, the hub of the port allegedly broke off inside the catheter while connecting them together. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue slim implantable port and one cath-lock loaded to a catheter was received for evaluation. One electronic photo was provided for review. Visual, microscopic, dimensional, functional, and tactile evaluations were performed. The port stem was noted to be fractured upon photo evaluation. A complete circumferential break was noted to the port stem and the edges of the break on the port stem were noted to be uneven. The proximal end of the catheter returned was cut and the port stem segment was removed from inside. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to port device implant procedure, the hub of the port allegedly broke off inside the catheter while connecting them together. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that prior to port device implant procedure, the hub of the port allegedly broke off inside the catheter while connecting them together. The procedure was completed using another device. There was no patient contact.